Event description:
Pt presented with pain in right knee & x-rays revealed poly insert had spun out and jammed between the femur and tibia.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.